Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported vomiting blood. At the time of the issue, the cgm displayed a reading of 70 mg/dl. However, the patient was unable to verify her actual blood glucose level due to the lack of a glucometer. The following day, the patient was taken to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) where her blood glucose level was recorded at 900 mg/dl. The cgm was removed at the hospital, thus no confirmed readings on the cgm. The patient was placed on an insulin drip and was discharged the next morning. The patient reported her current condition as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.